Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) was isolated to a broken solder joint at c19 on the defib board. The monitor displayed a service code 102. The root cause for the damaged c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.